Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. To resolve the issue, fse reloaded the software r2.2.7 into the suite pc in the m-cabinet. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.